Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the device presented difficulty of coupling of the ogive in the trans-operative of rectocele via trans-anal. After the preparation phase of the bag according to the technique, followed in a usual way, the stapler did not do the proper coupling, even without exerting the minimum pressure. The device was unable to be loaded. The black twist knob was held firmly when attaching the anvil. The anvil center / rod assembly was grasped at the grasping notch. No sizers were used. In order to resolve the issue and complete the case, a new stapler was opened and used. There was no patient harm. The current status of the patient is that they have been sent home for surgical recovery in normal time for this pathology.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. Further inspection noted that the green bar was not visible in the indicator window and the safety feature was engaged. The root cause of the observed condition could not be identified based on the information available; however, a review of the manufacturing process verified that controls are in place to prevent this type of condition from occurring. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.